Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a battery calibration issue. There was no reported patient involvement.

Manufacturer narrative:
The original serial number initially reported was for the device.